Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in a 23-year-old female patient who had essure (batch no. 804702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included abdominal cramps, anemia and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ondansetron (zofran) and phentermine. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6)2011, the patient experienced nausea ("nausea"), 9 days after insertion of essure. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6)2011, the patient was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2011, the patient experienced tooth disorder ("dental problems"). In (B)(6)2014, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, migraine, headache, nausea, tooth disorder, seizure, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia) depression and anxiety, migraines / headaches, nausea, dental problems, seizures, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pain, vaginal discharge, fatigue, weight gain, lot number were added. Event perforation of organ was updated to fallopian tube perforation, medra llt updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in a 23-year-old female patient who had essure (batch no. 804702-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included abdominal cramps, anemia and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ondansetron (zofran) and phentermine. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6)2011, the patient experienced nausea ("nausea"), 9 days after insertion of essure. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6)2011, the patient was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2011, the patient experienced tooth disorder ("dental problems"). In (B)(6)2014, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, migraine, headache, nausea, tooth disorder, seizure, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery lot number reported 804702 is invalid. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.